Event description:
It was reported that an ilet user experienced multiple low glucose events in a single day, with a lowest continuous glucose monitor value of 39 mg/dl lasting about an hour after a larger-than-usual breakfast meal announcement; the user self-treated with oral carbohydrates and glucose levels were trending upward at the time of contact. Symptoms included hypoglycemia. Outcomes included insufficient information to characterize longer-term impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific medical device problem or device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.